Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No button error alarms noted. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners

Event description:
Customer reported button error alarm on her insulin pump. Troubleshooting occurred and did not find any malfunctions with the insulin pump. Customer's blood glucose was 153 mg/dl. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.